Event description:
Same case as 6000093-2007-00057. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, one of his taxus express2 drug eluting stents "clogged." The patient states he had 2 stents placed in 2004; and in 2006, one of the stents clogged and he had a mild heart attack. A 3rd taxus express2 stent was then placed." Additional info regarding this event has been requested, but the physician declined to provide further details.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.